Event description:
Patient to cath lab (10/19/92) for ptca. Post-procedure (10/22/92) patient with chest pain. Returned to cath lab (10/23/92). Again to cath lab (10/24/92). Patient taken to or for CABG x2; one piece of three piece plastic sheath of ptca balloon catheter was removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: design - inadequate. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other, none or unknown. The device was destroyed/disposed of.